Manufacturer narrative:
H3 and h6 codes: updated. The suspect device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The service history review identified no indication that the complaint was related to a service of the device within the review period. During the functional testing, the reported complaint could not be confirmed. A slight odor was noted during initial start-up as the heaters warmed up; however, this is considered normal operation and dissipated once the unit reached its operating temperature of 41.7°c. No evidence of overheating or burning components was identified. Further inspection revealed that the float switch was cracked and exhibited signs of water ingress. Additionally, corrosion was observed on the printed circuit board (pcb) as a result of leakage from the return tube. The membrane switch, return tube, return tube o-ring, float switch, and the affected pcb were replaced. The unit was calibrated and device successfully passed all performance verification tests.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a burning smell on start-up. There was no patient involvement.